Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate pain relief despite optimizing the stimulator multiple times. Difficulty charging was also noted. The patient underwent an explant procedure and was doing well postoperatively. All explants were discarded per facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. H6. Corrected to include the impact codes of reprogramming of device and inadequate treatment and device code of application program problem. Investigation summary. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Device history record (DHR). The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Labeling review. A labeling review was performed and it was identified that device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure are a known risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Based on the information available, no physical or visual analysis of the product could be performed, and the reported observations have been identified as known risks in this type of procedure; therefore, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that patient was still experiencing pain despite multiple reprogramming and patient also has charging issues. The patient underwent explant procedure. Patient is recovering well, no issues or complaints. All explants were disposed of per facility biohazard protocol.